Manufacturer narrative:
(10/4245) the involved product was received on january 17, 2022 and was visually inspected by the qa manager on 17-jan-2022. His observations are as follows: "the anti-humidity pocket has not been opened, the product is intact. On the other hand: - the labeling of the external box is identical to the patient set but is different from the internal box. - the product contained in the blister is a straight graft with a diameter of 7mm and a length of 60cm whereas the product reference indicated on the box and the patient set is a bifurcated graft 16 x 8mm. The product is therefore non-compliant. The product is physically rejected." A recall was initiated on january 4, 2022 to withdraw two inverted products from the market. One mislabeled product is located in the us (corresponding to complaint #(B)(4)- mfg report number 1640201-2021-00034). One mislabeled product is located in china (corresponding to this complaint #(B)(4) - mfg report number 1640201-2021-00026).

Event description:
Complaint # (B)(4). See mfg report number 1640201-2021-00034.

Manufacturer narrative:
(B)(4). A CAPA has been initiated in order to take appropriate actions.

Event description:
Customer ordered part number m002020851680 lot:21b10 sn: (B)(4). Upon arrival, outside packaging was labeled m002020851680. However, inside the box was m002020952070 lot:21b10 sn:(B)(4). According to initial information provided by the customer on september 22, 2021 : "my colleague confiscated graft: m002020952070 lot:21b10 sn: (B)(4) due to an potential patient safety issue. An rn approached him explaining she identified graft m002020952070 lot:21b10 sn:(B)(4). Inside a package labeled for m002020851680 (130529) lot:21b10 sn:1(B)(4). Graft: m002020952070 lot:21b10 sn: (B)(4) is not part of our par level and based on our inventory management system has never been ordered. Pro-active safety measures were performed by inspecting all other hemashield grafts stocked within the vascular core ¿ nothing more was identified. I¿ve attached an image of the product for your reference, please reach out should you have any further questions/concerns. " (B)(4).